Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients pocket wound was opened again following a procedure and the lead was coming out from the pocket. The patient underwent a lead explant procedure.